Event description:
A customer reported a system's footswitch presented a problem during a procedure. The procedure was completed after exchanging the system. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and verified the associated footswitch was not recognized by the system. A replacement footswitch was installed and verified to function correctly. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log for (B)(6) 2013, the date of surgery, revealed several system message (sm) - [footswitch not connected at system start up, or footswitch disconnected when system is on]. A review of complaints for the last 24 months did indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).